Event description:
It was reported that the surgeon initially placed the device too far behind the vertebral plate, so he attempted to remove it in order to place it again. During removal, the cage broke in two. The surgeon replaced the device with another. No patient complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The returned peek cage is broken after the massive section near the anterior window at the side of the nose. The material is cracked at the level of the 0 nose. Per cracks geometry and orientation, cracks typically initiated form inside the "through hole" then propagating to the upper surface. The central wall of the anterior window and the "blind hole" of the 0 nose are showing worn edges which can be attributed to maneuvers using pituitary or rongeur for repositioning and/or extracting the cage. The observation of the part returned did not permit to identify any defect present prior to the implantation that would be responsible for a weakening of the part. The type of breakage is consistent with an over-loading of the part during impaction.